Event description:
It was stated that there was an air leakage. The drive hose was also checked. The fault occurred while checking before in use with the patient. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. One device was received. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional testing was unable to confirm/duplicate the complaint. The device functioned as intended. No action was taken as the fault could not be confirmed/duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.